Event description:
Information receieved from the field does not address the patient's clinical status but notes that a trans-telephonic monitor showed loss of ventricular capture. When the patient was seen in the clinic, lead impedance was >1990 ohms.